Event description:
As reported by the user facility: on (B)(6) 2011, the safety device on a braun introcan #22 gauge catheter did not automatically activate as designed when the needle was withdrawn. The nurse was punctured with the contaminated needle while disposing of the used needle. Additional information received indicates the employee did not realize the clip was not activated. The employee had routine follow up, source patient (B)(6); employee will have on going monitoring for six months. No sample available, had been discarded in sharps container.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and b. Braun (B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). The actual device in the reported incident was not returned for evaluation. Without the actual sample a thorough investigation could not be performed. No specific conclusions can be drawn. There are no other reports of this nature against the reported lot number. Batch record review of the reported lot number did not reveal any abnormalities or nonconformances of this nature during inprocess or final control inspection. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.